Event description:
Pt unable to receive complete bolus of pain medication. Everytime pendant pushed only partial dose delivered before pump reads "occlusion." The co (hospira) is aware of problems with this product. The product was allegedly recalled last year - however , we did not recieve any notice of recall.